Event description:
It was reported by the repair technician that the device runs on its own. It is unknown if there was patient involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger assembly and the switch slide-single were replaced. The device has since been returned to the account.